Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions for the patient: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information. Questions for hp if the patient¿s consent received: the patient demographic info: age, weight, bmi at the time of index procedure? Name and date of initial surgical procedure when mesh was implanted? Product name, code and/or lot number implanted? The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications? Were any concomitant procedures performed? What was the outcome following the index surgical procedure? What medical intervention was provided? Results? Did the patient required re-operations since the initial procedure? If yes, please provide dates, reason for re-operations and surgical findings? Mesh location and integrity? Was any deficiency or anomaly of the mesh observed? If yes, please describe it. Was the mesh removed? If so, please date and details of the re-operation. What is physician¿s opinion as to the etiology of or contributing factors to the event? What is the patient's current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 1992 and the unknown mesh was implanted. Since the surgery, the patient experienced severe pain in the right groin. It was also reported that the patient had several operations at least two with mesh. The mesh is still implanted. Additional information has been requested.